Event description:
It was reported there was phantom bed motion due to pendant being stuck between mattress and rail. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Evaluation result/conclusion: pendant was stuck between mattress and rail, resulting in phantom motion. Functionality was restored after removal of pendant. Chg hospital beds, inc. Was acquired by stryker on jan. 2, 2015.  This medwatch is being submitted late because it was identified during the  integration and remediation activities initiated by stryker medical in conjunction with this acquisition.